Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the temporary ileostomy created due to removal of the retained needle?: yes. Was additional dissection required in other organs/tissues other than the target tissue to remove the broken needle piece? If yes, please describe: no. Was there a suture failure that occurred 10 days postoperatively after drain removal: yes. If yes, please explain. Surgeon suspected that the suture failure related to the additional dissection. Did the suture break post-operatively?: unk. If not, what was the suture failure?: leakage. Is the suture breakage a separate event from the needle breakage?: yes. Was the patient¿s hospitalization prolonged due to this event(s)?: unk. The diagnosis and indication for the index surgical procedure?: malignancy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?: laparoscopy. On what tissue was the suture used?: rectum. What was the tissue condition (normal, thin, calcified, fragile, diseased)?: not reporeted with abnormality. Please describe any medical/surgical intervention required for this suture event including dates and results. Conservative treatment and follow up. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reporeted what symptoms did the patient experience following the index surgical procedure? Onset date?: leakage. Other relevant patient history/concomitant medications?: no. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Additional incisions to the rectum may have contributed to the suture failure. Also, the grasping space between the staple line and the needle holder was narrow, so the principle of leverage may have worked to locally load and broke the needle. What is the patient's current status? Followed up. Lot number?: unk. Related medwatch reports; 2210968-2023-03636.

Event description:
It was reported that a patient underwent a lower anterior resection (of rectum) lar on (B)(6)2023 and suture was used. Z suture was performed to suture the edge with buried continuous suture after rectal resection for staple line burial. Covidien's signia was used on rectal dissection. At the second location, the needle broke while suturing across the staple line and was retained in the body. Using a c-arm, the rectum was searched and located. An incision was made in the rectum and the needle was removed. A temporary ileostomy was created and closed. The operation time was extended within 30 minutes. Currently, the patient is in the hospital undergoing conservative treatment. And is under observation. It was also reported that there was suture failure that occurred 10 days postoperatively after drain removal, but the patient is being treated conservatively. The surgeon's opinion about the causal relationship between the product and event: no. The surgeon¿s comment - when the needle was removed, it may have affected the incision made in the rectum. Other contributing factors - the grasping space between the staple line and the needle holder was narrow, so the principle of leverage may have worked to locally load and broke the needle. Additional information was requested.